Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft an afx vela suprarenal and two (2) ovation ix extenders. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately four (4) and a half years post initial procedure the patient presented emergently with abdominal flank pain. A rupture and type 3b endoleak were identified. The physician elected to explant the device. During the explant when the proximal extension was being pulled from the bifurcated stent graft, a strut caused another large anterior hole at the bifurcation with a stent strut poking through. After manually pulling the graft to remove it another hole was made in the graft. The patient was coagulopathic post explant. The patient was most likely given blood for coagulopathic treatment. The patient was reported to have been sent to recovery.

Manufacturer narrative:
The devices involved in this event is expected to be returned for evaluation as it was explanted from the patient; however, it has not yet been received. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received a one (1) afx bifurcated stent graft, one (1) suprarenal stent graft and two (2) ovation ix extender stent grafts for evaluation. The devices were shipped in a biohazard returned bag within a box. Blood and tissue residue were present upon receipt. The devices were decontaminated. A visual analysis was performed. The afx bifurcated stent graft was visually inspected. There were a few small holes identified in the graft near the bifurcation and distal end of the stent. The suprarenal stent graft and two (2) ovation ix extender stent grafts were visually inspected. The integrity of the graft appeared to be intact with no visible defects to the stent grafts. The reported type 3b endoleak from the bifurcated stent graft was confirmed. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was able to confirm that reported type 3b endoleak, rupture and open repair with explant of the devices. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 18.8mm occurred. The sac growth was discovered during a review of a computed tomography (CT) scan dated 02jan2022. Device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The procedure related harms identified were abnormal blood loss, acute renal failure, respiratory failure, hemodynamic instability and an additional surgical procedure. During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to the use of adjunctive devices not compatible with afx system per the IFU. There were two (2) ovation ix extenders added to the right common iliac artery during the index procedure. It is unclear if this contributed to the reported events. The final patient status was discharged on (B)(6) 2022 to a skilled nursing facility. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft an afx vela suprarenal and two (2) ovation ix extenders. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately four (4) and a half years post initial procedure the patient presented emergently with abdominal flank pain. A rupture and type 3b endoleak were identified. The physician elected to explant the device. During the explant when the proximal extension was being pulled from the bifurcated stent graft, a strut caused another large anterior hole at the bifurcation with a stent strut poking through. After manually pulling the graft to remove it another hole was made in the graft. The patient was coagulopathic post explant. The patient was most likely given blood for coagulopathic treatment. The patient was reported to have been sent to recovery. Clarification and updated information: the patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft an afx vela suprarenal and two (2) ovation ix extenders. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately five (5) years post initial procedure, the patient presented emergently with abdominal flank pain. A rupture and type 3b endoleak were identified. The physician elected to explant the device. During the explant of the device, a large anterior hole at the bifurcation with a stent strut poking through was noted. It was also noted that the stent graft was damaged upon explant. Per the clinical evaluation there was evidence to reasonably suggest sac growth of 18.8mm occurred that was not included in the event as reported. Also, per the clinical evaluation the following procedure related harms were identified; abnormal blood loss, acute renal failure, respiratory failure, hemodynamic instability and an additional surgical procedure. The final patient status was discharged on (B)(6) 2022 to a skilled nursing facility.